Event description:
The customer was hospitalized for low bgs. The customer mentioned that the pump was not dropped or bumped but felt low and noticed that their reservoir was empty and realized customer had an over infusion.